Event description:
The provider states the wheelchair, (B)(4), arrived with broken spokes. He wants the chair replaced due to not being able to see what else may be affected.

Manufacturer narrative:
Rework all stock in warehouse, no defective production was found. Responsible person: (B)(6), date: (B)(6) 2015. Make impact test on the spokes, make sure wheel pass the test, responsible person: (B)(6), date: (B)(6) 2015. Strictly control the quality of production from injection molding workshop, make user the wheel meet the material requirement. Responsible person: (B)(6), date: (B)(6) 2015.